Manufacturer narrative:
On 03-sep-2024, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2024. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, silicone in right lymph nodes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-oct-2024, the mentor failure analysis lab received the device for evaluation. Additionally, an updated explantation date (on (B)(6) 2024) was reported. The patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant 630cc gel breast prostheses. On 28-oct-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, silicone was found in the lymph nodes. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received in two (2) parts. Additionally, siltex cracking was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-feb-2024, mentor received additional information about the event: additional information was reported about the identity of the suspect medical device. The correct product code is 3541458g. The suspect medical device is a mentor memoryshape breast implant 480cc gel breast prosthesis, lot #257446, UDI #(B)(4), PMA #p060028. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A healthcare professional diagnosed bilateral rupture of the breast prostheses. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-03471 for the report for the patient¿s left breast prosthesis. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis has silicone in her right lymph nodes post implantation. Mammogram results indicated that there was no rupture of the breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A catalog number (354-148g) was reported for the suspect medical device. However, mentor cannot confirm that this belongs to a mentor product. If clarification is received, a supplemental report will be submitted.